Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented for device upgrade procedure. Upon interrogation of the device, loss of capture was observed on the left ventricular lead. Fluoroscopy was performed and confirmed the lead was dislodged. The patient suffered from twiddler¿s syndrome and was determined to be the reason for the dislodgement. The patient was stable post procedure.